Event description:
It was reported that patient experienced intermittent stimulation, discomfort and her ins "fires up sporadically." The patient reported that she could not carry the control magnet in her purse as it interferes with her cell phone & credit cards. Additionally, the patient has had to use magnets at the auto dealer and from air conditioning remotes to turn off the ins when it turns on. No falls or other trauma were related to this event. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).